Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the customer cleaning disinfection and sterilization (cds) process, third-party testing, device evaluation and the complaint investigation. Olympus reviewed the customer provided cds processes where no obvious deviations from instructions for use (IFU) were identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus provided the following result of the culture test, performed at the third-party lab: sampling date: (B)(6) 2026 sampling from: insertion section cfu: 2.400 bacterial identification: micrococcus luteus sampling date: (B)(6) 2026 sampling from: insertion section and instrument/suction channel cfu: 2.060 bacterial identification: paenibacillus timonensis sampling date: (B)(6) 2026 sampling from: instrument/suction channel cfu: 2.440 bacterial identification: citrobacter amalonaticus/farmeri sampling date: (B)(6) 2026 sampling from: instrument/suction channel cfu: 2.340 bacterial identification: pseudomonas aeruginosa/paraeruginosa sampling date: (B)(6) 2026 sampling from: auxiliary water channel and instrument/suction channel cfu: 2.290 bacterial identification: pseudomonas aeruginosa/paraeruginosa sampling date: (B)(6) 2026 sampling from: instrument/suction channel cfu: 2.150 bacterial identification: klebsiella oxytoca/raoultella ornithinolytica/planticola/terrigena sampling date: (B)(6) 2026 sampling from: instrument/suction channel cfu: 2.300 bacterial identification: pseudomonas aeruginosa/paraeruginosa based on the results of the investigation, a root cause could not be established. Growth of microorganisms were reported through culture testing by the user after reprocessing. The reported malfunction was confirmed, however when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) after repair, the results conformed to the regulation's recommendation. An insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Based on the results of the investigation of the reported foreign material, it is likely the result of insufficient reprocessing, however a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported the colonovideoscope had possible contamination in the biopsy channel. The issue was found during a diagnostic colonoscopy procedure. The intended procedure was completed with the same device. There were no reports of patient injury or harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.